Manufacturer narrative:
The manufacturer did not receive devices, x-rays. Other source documents (mdrif, implant notes) were provided. The pt is currently being monitored and has not been received to date. The device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in july 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt received a durom u.s. Acetabular component 56/50 p, on left side on (B)(6) 2008. The pt is currently being monitored due to loosening. No other info was received.